Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the mantis redux blocker disengagement from the screw was confirmed via visual inspection and x-ray images. The asymmetrical indentation pattern on the returned product, the minimal rod curvature, and the variable tulip height between adjacent levels suggest that insufficient engagement of the rod is the most likely cause of the reported issue. Ideal rod engagement implies that the rod lays flat in the screw tulip and there is sufficient rod length for equal engagement on both sides of the blocker especially at the ends of the construct. The blocker can then be torqued to 12nm to final tighten the construct. Conclusion: the cause of the failure is believed to be user error.

Event description:
It was reported that es2 blockers coming out of screw head post-operatively.

Manufacturer narrative:
Ae report ((B)(4)) was submitted for mantis redux blocker; this is reportable as a malfunction. New information relating to the adverse event was discovered, initially the reported quantity of blockers that may have caused or contributed to the event was reported to be one but the actual number of blockers returned for investigation was two.

Event description:
It was reported that es2 blockers coming out of screw head post-operatively.